Event description:
Event description guidant received information that at 38.0 months post implant, this implantable cardioverter defibrillator (ICD) was explanted due to battery depletion. The device was subsequently replaced with a new guidant ICD. The device was returned for analysis.